Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance high out of range. Technical services (ts) was consulted and indicated noise was present on electrogram (egm). Later on, the device experienced a signal artifact monitor (sam) alert. The patient device was exposed and the patient proceeded to tape over the device. The system will be explanted in the future due to infection, but it remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance high out of range. Technical services (ts) was consulted and indicated noise was present on electrogram (egm). Later on, the device experienced a signal artifact monitor (sam) alert. The device was found to have eroded; it was decided to close the wound with curing tape based on the opinion that all of the events this time were caused by the erosion of the device. The system will be explanted in the future due to infection, but it remains in service. No additional adverse patient effects were reported.